Manufacturer narrative:
Block b3: exact date unknown, event occurred in mid-december 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7089231, UDI: (B)(4). Product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 240409, UDI: (B)(4). Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 34856782, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.